Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead parameters were good at implant, however post operatively the patient complained of acute chest pain. Threshold testing was performed and it was noted that there was a marked increase in capture threshold from a few hours prior. Echocardiogram was performed and effusion was noted. The following day threshold elevated and effusion enlarged. The physician scheduled extraction. They opened the chest and visually confirmed ra lead perforation and dislodgement. The ra lead was removed and the right atrium hole stitched. The ra port in the header was plugged. No further patient complications have been reported as a result of this event.